Event description:
It was reported that the patient reports a loss of therapeutic effect. The patient requested a call back for reprogramming. Additional information reports the patient had interstim for fecal implanted. The patient had interstim device implanted for incontinence of stool. The patient had device implanted on (B)(6) 2012. The patient met with the manufacture representative on (B)(6) 2013 at healthcare provider office in rochester. The patient was having problems with their device at that time and it wasn¿t working right. The patient states the manufacturer representative brought a device with him, that he put up against their stimulator and determined that there was a problem with ¿wire number one.¿ the patient states wire number one wasn't working at all. The patient states there are four wires and the manufacturer representative stated he didn't know why wire number one wasn¿t working for the patient anymore. The patient asked the manufacturer representative where did the wire go and the manufacturer representative stated he couldn¿t answer that. The patient states ¿representative reprogrammed everything, so one became something else and 2, 3, and 4.¿ the patient states they didn't see the doctor that day, but there were two other people in the room, they said should patient get an x-ray and the manufacturer representative stated yes. The patient has had x-rays since device was implanted, but they were f or other reasons, not related to the device. The patient states the people at healthcare provider office stated they would call and get a copy of the patient x-rays and get back to them and let them know where the wire was that wasn¿t working. The patient states they never got back to her. The patient wire one doesn't work at all and now number 4 doesn't work at all. The patient states now all they has now was 2 and 3 and the patient was now having incontinence of stool again. The patient states , ¿I don¿t know where the wires went.¿ the patient was asked when was it determined that number 4 doesn¿t work. The patient states it was determined by themselves because the patient was on setting 4 and you can only take this device up to the maximum of 6.35, then you get an arrow with a line over it and it doesn¿t do anything.¿ the patient was asked for clarification regarding the patient statement about their ¿wires¿ not working. It was asked if the patient was speaking in regards to the leads implanted in the body or was the patient speaking in regards to the four programs that the patient had access to. The patient states yes they were talking about the patient programs. The patient was asked to clarify if ¿wires¿ are programs. The patient states ¿right they come out of my battery, which in my case my battery was on my left side, the wire when I had this done, you could see the wire under the skin came across the tailbone and went through the hole in your vertebrae, they go through those holes and just slope over those nerves, those were the wires that I am speaking of.¿ the patient was speaking in regards to the wires implanted in the patient¿s body. The patient saw the healthcare provider on (B)(6) 2013 and told healthcare provider that they were having problems with program 1, the healthcare provider (hcp) stated they have the manufacturer representative coming to rochester medical center, he will be here on (B)(6) 2013 and hcp instructed the patient to schedule appointment to see the manufacturer representative. It was reviewed that the patient would need to follow up with hcp regarding issues with device, especially since the patient was stating that their ¿wires¿ are not working. The patient states the manufacturer representative did reprogram the device and now one of the programs he put in, program 4 doesn't work and program one doesn¿t work, program 4 does the same as program one, which was nothing, and program 4 has not worked for 2 weeks. The patient states the last 2 weeks, the patient has been using programs 2 and 3 and neither one was really working well, went to a grocery store and had an accident and went to easter sunday and had an accident. Additional information received reports the representative talked to the patient on the phone and then was meeting with the patient the day of reported event date. The patient definitely has a bunch of malfunctioning electrodes pretty much 3 out of 4. The patient needs a full revision. The patient was going in for a revision with the surgeon, nurse practitioner and the patient the day of reported event date and everybody s were on board. Additional information received reports that the manufacturer representative said that the patient was getting zero relief because 3 of the electrodes were not working. Representative said they found out last week that the lead was no longer functioning and neither was the battery due to battery depletion. Representative said that the stimulator battery depletion was considered to be normal. Representative said that the patient had lost a significant amount of weight. Representative said he did meet with the patient on (B)(6) 2013, but ¿there was nothing significant at that time.¿ representative said the only thing he knew on (B)(6) 2013 was that one of the electrodes was suspect after doing an impedance check. Representative said that the patient has not been scheduled for replacement surgery yet. They are still working on getting authorization. Additional information received reports suspect was meant to explain that it was showing high impedances over 4000, the patient was not receiving therapy at this point and was having a return of symptoms. The representative went on to report that the patient was scheduled for a battery replacement (he believes (B)(6) 2014) this was due to normal battery depletion.

Event description:
Additional information was received that from the patient. The patient reported having their previous system replaced after an x-ray confirmed a lead issue. The ins was replaced at that time because the ins had "so little life left" and noted the ins depleted sooner than expected. It was confirmed that the ins was not dead yet but healthcare provider thought the battery was lower than expected to be at the time of replacement. The patient was unsure of the when this happened.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va00r2y, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).